Event description:
It was reported that prior to a robotic laparoscopic radical prostatectomy procedure, before docking the robot and just after opening the sterile package, it was noted that the cable of the bipolar maryland forceps was broken. The device was replaced to continue the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident as it was discarded by the customer. Two images were received for evaluation. One image depicted the tip of a bipolar maryland forceps with the jaws opened and a cable coming out that is broken and frayed. One image depicted the base of a bipolar maryland forceps showed the serial number that matched what was reported. Evaluation of the logs did not include a connection to the bipolar maryland forceps. Evaluation of the bipolar maryland forceps confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a damaged cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic radical prostatectomy procedure, before docking the robot and just after opening the sterile package, it was noted that the cable of the bipolar maryland forceps was broken. The device was replaced to continue the procedure. There was no patient involvement.